Event description:
The doctor reported the implant was removed due to osseointegration failure within 1 year, 13 days after implant placement. The bone quality was not reported. The oral hygiene around implant site was good. Peri-implantitis and pain were observed during the removal surgery. Bone augmentation material was not used in implant placement surgery. The patient has since recovered.